Manufacturer narrative:
The unit was received with no button response due to lcd keypad connector unlocked. Unable to performed functional test due to keypad anomaly. The unit was received with minor scratched lcd window, cracked case near display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they will return the device. Customer's blood glucose was unknown at the time of incident. No further details given.